Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted if additional information becomes available.

Event description:
It was reported there was a "no com" error on rpm. (B)(4).

Manufacturer narrative:
Field safety technician has been sent for investigation and found defective master panel board. Thus the failure could be confirmed. The master panel board has been replaced by hospital`s biomedical engineer. The device is now back in service. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).

Manufacturer narrative:
The customer stated that the device showed the error message "no com" . Due to a defective master panel board. No field safety technician has been sent out since the biomedical engineer of the hospital solved the issue. Thus the failure could be confirmed. As confirmed via email by the ssu the defective master panel board is not available for an investigation. Therefore no most probable root cause could be determined. The biomedical engineer of the hospital replaced the master panel board. The device is back in use. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed.

Event description:
(B)(4).